Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. Upon removing the sensor, patient noticed that half the wire was under the adhesive and half was protruding from her skin. Patient was able to remove the wire completely from her skin using tweezers. Patient experienced no infection at the site, and no medical intervention was required. Patient was fine at the time of her call to dexcom.